Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. The service engineer replaced the graphic user interface central processing unit. The current revision software was downloaded. The ventilator passed self-testing.

Event description:
The customer reported that the 840 ventilator's top display was erratic. The ventilator was not on a patient at the time of the event.